Event description:
It was reported that during the last refill, the doctor noticed that the aspirated liquid was yellow and serous. The pump was then filled and aspirated again and the liquid was clear. It was stated that during this refill the patient developed a painful urticaria at the edge of the pump, with redness and swelling above the pump. The swelling was reported as painful. It was noted that the patient had noticed swelling previous, during a holiday celebrated in turkey. The next day, the ¿symptomatic was degenerated.¿ the patient status at the time of the event was alive and no injury. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).